Event description:
It was reported that after the placement of the needle into the driver, the external cannula of the needle did not close completely and therefore, did not obtain a complete tissue sample. At the moment of the withdrawal of the needle during the breast biopsy, all lights on the driver flashed. The physician turned the needle several times in order to detach the biopsy sample from the patient's tissue. A new needle was used to complete the biopsy.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has been returned and the investigation is currently underway.